Event description:
It was reported that during right knee primary surgery, tibia ankle clamp broke.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The patient is 60 inches in height. An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was confirmed. Method & results: device evaluation and results: one of the flippers of the tibial alignment ankle clamp was fractured. The device was manufactured to revision g of the product drawing. -medical records received and evaluation: not performed because there is no indication the event was related to patient factors -device history review: review of the device history records indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been other similar reported events for this lot ID. Conclusions: the investigation concluded that the ankle clamp flipper broke from multiple overload conditions during use. Ncr and CAPA were opened to perform a root cause investigation. CAPA was closed. Corrective action: ncr and CAPA were raised to evaluate the design of the ankle clamp and further investigate the root cause. The CAPA was closed. Root cause description: 1 design review procedure(s), in place at the time of device development were not comprehensive enough to identify all potential failure modes. 2 not all potential failure modes, including those initiated by forseeable misuses of the device, were identified and mitigated at the time of device development. 3 the material selected was inadequate for designed use. Action description: 1 the design review procedure has been implemented to provide requirements for rigorous design review of all new products. 2 create a dfmeca and a risk table to identify and mitigate the all potential failures modes. 3 change the current material to a more appropriate material for the designed use.

Event description:
It was reported that during right knee primary surgery, tibia ankle clamp broke.